Manufacturer narrative:
On 13 april 1998, follow up was rec'd from the physician. The pt was last seen on 27 march 1998. The symptoms resolved without further intervention in september 1997.

Event description:
A physician reported a pt who was treated on 2/7/97 into the nasolabial folds. She was seen on 3/4/97 and 3/5/97 for an unrelated matter and had no symptoms. On 3/25/97, the pt developed and presented with white spots and inflammation at the nasolabial folds. Temovate cream topical and oral benadryl were prescribed without effect. The physician was not sure if the inflammation represented a hypersensitivity. On 4/11/97, the physician prescribed oral atarax, which was effective; the physician considered the symptoms in resolution and believed they were product related.